Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as a blood, diluent and cbc lyse leak of approximately 5 ml from the vacuum chamber, vc1 on the instrument. The leak was contained. Error conditions of "hemoglobin out of range" and "low vacuum" were reported. The operator was wearing personal protective equipment of lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found a faulty seal on the vacuum chamber vc1 which had caused the leak. The fse observed a slow reacting 60 psi and stated that the customer reported high biased results on control runs; however the results were within specification. A vc1 chamber was ordered for follow up visit. On (B)(4) 2013, the fse replaced vc1 to resolve the leak, rebuilt the compressor to resolve the vacuum with 60 psi and adjusted calibration factors to resolve control issue. Failure mode was identified: the failure mode of the reported leak is related to a faulty seal at vc1. No erroneous results were associated with this event. Upon recur of the vc1failure mode identified; it is likely to impact white blood cell count, hemoglobin, red blood cell count and platelet count due to bath carryover. Upon recur of the compressor failure mode; it is not likely to cause erroneous patient results as 60 psi pressure sensor will be initiated as a failsafe during system pressure failures. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).